Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was returned and evaluated by a third-party service center and the customers complaint was confirmed. The device evaluation found critical error codes in relation to (machine flow sensor drift above the specification (>0.2lpm and ripc communication failure between the therapy and ui cpus) were recorded in the device event log. In addition, the button verification failed at testing. The trilogy evo machine flow sensor, system board, display board and front panel were replaced to address the reported issues. Additionally, during the evaluation, error codes unrelated to the reported malfunction were observed in the device event log. The inlet filter and muffler were replaced as a part of preventative maintenance. The batteries and valves were confirmed to be in normal condition. The software was upgraded to version 1.06.10. The device passed all final testing.

Manufacturer narrative:
The reported failure of [machine flow sensor drift above the specification (>0.2lpm and ripc communication failure between the therapy and ui cpus] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.